Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the patient cable rubber encasing and bottom cover on the mobile power unit (mpu) was confirmed. During the evaluation of the returned (B)(6) , the system powered up as intended and passed all tests. The system was upgraded to the latest software. The patient cable and bottom cover were replaced and preventative maintenance was performed. The unit was returned to the rental pool. The cable and bottom cover were forwarded to ppe for further analysis. Visual inspection of the returned rubber incasing had a gap between the casing and the connectors. These issues did not affect their functionality. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 19oct2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a visual inspection of the mobile power unit (mpu) noted that the patient cable was damaged on the rubber encasing and that the bottom cover was damaged near the connector.